Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. An infusion set change was performed and the same issue reoccurred. A cartridge change was performed and insulin was observed to be dripping out of the infusion set tubing. Customer's blood glucose level was not impacted.